Manufacturer narrative:
Manufacturer's investigation conclusion: the event of a damaged mobile power unit (mpu) housing was confirmed when the unit was returned for evaluation. The customer reported that the mpu was broken. The top and bottom halves had split apart. There were also cracks on the left and right sides of the housing. Upon examination of the halves, the four (all) case mounting posts on the bottom housing had broken apart and were unable to secure the top and bottom assemblies together. The customer received a replacement unit. The customer declined repairs to the unit; the unit was scrapped. The mechanical damage to the unit was significant and likely due to impact. The mpu assembly was made in mar2021. The unit was packaged and placed into stock on apr 1, 2021. The unit was sent to the customer/patient on (B)(6) 2021. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. PMA/510(k) #: there was no patient involved in this event. The PMA # is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was broken on (B)(6) 2021 and a replacement mpu was requested.